Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl and increased to 800 mg/dl. The customer had symptoms such as vomiting. The customer's blood glucose value was 135 mg/dl at the time of the call. The customer stated that she been in the hospital due to gastroparesis and then had high blood glucose before leaving, the customer also stated that she was not getting any alarms or anything. The customer stated she had high blood glucose all month and however, after trouble shooting the insulin pump the customer did not feel comfortable with the insulin pump. The insulin pump will be returned for analysis.